Manufacturer narrative:
This report is to advise of an event observed during analysis. As received, the device was returned for analysis. Additional analysis of the device revealed the patient notifier to be non-functional. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report is to advise of an event observed during analysis. As received, the device was returned for analysis. Additional analysis of the device revealed the patient notifier to be non-functional. Based on the information received, the cause of the reported incident could not be conclusively determined.